Manufacturer narrative:
The manta instructions for use (IFU) states in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The IFU also lists potential adverse events related to the deployment of vascular closure devices have been identified to include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2019, the patient underwent a transcatheter aortic valve replacement (tavr) procedure. Vascular access was gained under ultrasound guidance. A favorable baseline angiogram revealed large vessels with little-to-no disease at the access site. Puncture location was completed with irregular cessation of blood flow. The puncture depth was noted as 3.5 cm and was confirmed with a second puncture location. Sentinel cerebral protection system was placed and 34 mm corevalve was deployed without incident. The patient was started on a protamine drip. Activated clotting time (act) was noted to be <250 and blood pressure was <180 systolic.   There was reportedly some confusion among the surgical team regarding the outside diameter of the procedural sheaths following the medtronic 18f pro+ delivery system (per medtronic rep, 21 - 22f outside diameter). The surgical team swapped out to a gore 16f dry seal sheath (~18f outside diameter). Per the reporter, it is unclear whether or not changing out the sheaths resulted in hematoma formation, but the surgical team opted to deploy the manta 18f closure device at 5 cm of depth. There was intermittent pressure around the dryseal flex introducer sheath and the manta sheath and minor oozing around both sheaths was noted. During manta deployment, the physician withdrew past the "click", relaxed the tension and then advanced the lock advancement tube. Deployment was then completed by pulling the device to a second "click". Following manta deployment, there was a steady ooze through the deployment tract. The physician reportedly performed a considerable amount of "massaging" to the closure site following deployment of the manta device to "understand the placement of the device and any possible issues." This action is not part of the manta instructions for use. The reporter stated it was unclear if this "massaging" played any role in the events that occurred during the case.   The grey band on the lock advancement tube was checked and full advancement of the suture lock and compaction was confirmed. Manual compression was applied for approximately eight minutes while a "pigtail" was placed for an angiogram. The angiogram did not reveal any concerns; however, there was not a lot of contrast volume. While the "pigtail" was repositioned, oozing at the skin level resolved. The next angiogram that was taken revealed a large extravasation at the access site. A wire was crossed contralaterally. While the wire was being crossed over, it appeared to get momentarily hung on something at the access site. The preliminary balloon that was crossed was noted to be too small and a second balloon was crossed and inflated for approximately five minutes at the access while external manual compression was simultaneously held. The extravasation was resolved. Femstop inflation to medium pressure was ordered.   It was reported that the physician's conclusion was that the manta toggle was not properly seated intravascularly. The reporter stated the theory was supported by contralateral wire "hang-up" at the access site as well as imbalanced deployment forces (relaxed tension prior to advancing the lock advancement tube) and once the balloon was deployed, the toggle was seated appropriately.   On 08-nov-2019, additional information was received from the reporter regarding this case. The reporter stated that approximately four hours post-surgery, the femstop was deflated and removed and a hematoma immediately developed. The patient was transferred to the operating table and during that time, the hematoma ballooned in size. To ensure any issues were resolved, a stent was placed. The patient was reportedly in good condition after the stent placement and was scheduled for hospital discharge within the following few days.

Manufacturer narrative:
The root cause of the extended time to hemostasis requiring a covered stent was likely due to user error. The user performed imbalanced lock advancement and massaged the closure site which may have played a role in the manta implant not being properly seated against the vessel wall. The risk of access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention have been identified in the IFU as adverse events related to the vascular closure device. Risk documentation has been reviewed and this is a known risk of the device. The occurrence rate of this type of incident remains below risk documetation acceptable limits. Based on the information reviewed, there has been no product quality issues with respect to manufacturing, design, or labeling.